Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed due to possible tissue damage. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4, with a central and broad jet. The patient presented with some mitral leaflet thickening, >10mm of mobile (and slightly tethered) posterior medial leaflet and a long anterior medial leaflet. Imaging was challenging throughout the entire case. The mitraclip device (cds0601-xtr 80418u150) grasped the leaflets and was implanted without reported issue. Mr was noted to the right and slightly medial to the implanted mitraclip and the mr had been reduced to grade 2+. Due to the residual mr, a second mitraclip was successfully implanted, reducing the mr to 1+. Because of the residual mr coming through the clip it was thought that there may have been too much tissue grasped or maybe tissue damage occurred, although not confirmed. Overall, there was a good reduction in mr and the patient is doing well. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage, could not be determined in this incident. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.